Manufacturer narrative:
Lab evaluation completed on 09-jul-2020. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Follow-up report being submitted to indicate the device has been returned and the lab evaluated being completed on 09jul2020. Initial description updated: stent delivery crossed the tight stricture but then could not be unsheathed so was removed and another stent used which did open patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)during stent placement 2. What endoscope type and channel size was used?olympus duodenoscope unsure of model number 3. What was the position of the elevator? Was it opened or closed?open 4. Details of the wire guide used (diameter, type, make)?fsw-35 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred?no only deliver system 6. How long was the stent in the patient by the time this complaint occurred?n/a 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often?n/a 7.8. Is the patient known to be covid-19 positive?no stricture information: 1. What was the length and diameter of the stricture? Unsure but short 2. Where was the stricture located in the body?lower common bile duct 3. Was there resistance felt passing wire guide through stricture?no 4. Was there resistance felt passing the evolution through stricture?stricture was tight but deliver system was placed fine 5. Was the stricture dilated before stent placement?no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use?yes 2. Was resistance felt during insertion into patient? If yes, at what point?yes passing through stricture questions related to during stent placement 1. Did the product fail during stent deployment or recapture?deployment 2. Was the directional button pressed during use?only to ensure it was fully depressed to open up the stent 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 4. Was the yellow marker kept in view during deployment?n/a as stent would not open 5. Are images of the device or procedure available?no questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used?n/a as first stent did not open 2. Did the stent open sufficiently to allow withdrawal of introducer safely?no stent did not open at all 3. Was the safety wire fully removed before removing the delivery system?n/a stent could not be deployed 4. Did any part of the product snag/get caught with the stent when removing the delivery system?n/a 5. Are images of the device or procedure available? No questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning n/a.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number: c1614817 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Addition information was requested to clarify discrepancies in the information provided about the returned product. From additional information received, "there certainly is confusion perhaps the nurse who gave me the initial information was correct and the dr got it wrong. I did not look at the packaged device myself under current circumstances and I can only suggest that if the device has the stent still within it then that is the faulty device if there is no stent in the delivery system then they have sent back the wrong device." Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 09th july 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section. Handle was actuating fine. Unable to deploy the stent due to break. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number: c1614817 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1614817; upon review of complaints this failure mode has not occurred previously with this lot#: c1614817. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy, as noted in the complaint description "stent delivery crossed the tight stricture". Also as per additional information provided there was resistance felt while passing through stricture. Therefore, it is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted to provide the investigation details and conclusions. Stent delivery crossed the tight stricture but then could not be unsheathed so was removed and another stent used which did open. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient / event info, notes: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning / removal)during stent placement. 2. What endoscope type and channel size was used? Olympus duodenoscope unsure of model number. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Fsw-35. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No only deliver system. 6. How long was the stent in the patient by the time this complaint occurred? N/a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. 7.8. Is the patient known to be covid-19 positive? No. Stricture information: 1. What was the length and diameter of the stricture? Unsure but short. 2. Where was the stricture located in the body? Lower common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Stricture was tight but deliver system was placed fine. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, passing through stricture. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. Was the directional button pressed during use? Only to ensure it was fully depressed to open up the stent. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 4. Was the yellow marker kept in view during deployment? N/a as stent would not open. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? N/a as first stent did not open. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? No, stent did not open at all. 3. Was the safety wire fully removed before removing the delivery system? N/a. Stent could not be deployed 4. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. 5. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning n/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent delivery crossed the tight stricture but then could not be unsheathed so was removed and another stent used which did open. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.